Manufacturer narrative:
Internal complaint reference: (B)(4). The sample is under evaluation by the manufacturing site.

Event description:
It was reported that during an acl reconstruction procedure, fluid leaked from the cassette in the dyonics 25 inflow only tube set (3). A backup device available, no delay, no patient injury was reported. Preliminary results of investigation have concluded that this unit had missing membranes which makes it a reportable event.

Manufacturer narrative:
The reported device, used in treatment, was returned to the designated complaint unit for independent evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection of the returned device noted the cassette is missing one transducer membrane. Functional evaluation revealed that the cassette would leak fluids due to the missing membrane. The complaint has been confirmed and the root cause has been associated with manufacturing error. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of the manufacturing process shows that an assembly step was missed.